Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, all three trocars had excessive loss of pneumo when the 5mm grasper was being used in each trocar. Different trocars were used to complete the procedure. No adverse consequences reported.